Event description:
Caller states patient tested 1.7 inr on the coaguchek xs plus system; he was sent to the hospital due to shortness of breath, and a comparison lab returned as 3.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.